Event description:
The edge of the gription acetabular cup is too sharp, so that when trailling, the edge of the cup slices the head trial, leaving plastic debris in the wound.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. It was initially reported the acetabular cup remains implanted and the trial is in use. A search of the complaints databases finds no other reports against the product and lot code combinations since their release to distribution. Additionally, a search of the complaints databases against both product codes finds no similar complaints. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.